Event description:
Boston scientific received information that during a routine device replacement procedure, this right atrial (ra) lead became damaged. The terminal pin became separated from the lead body and the conductor coil was stretched when the terminal pin was pulled gently with gauze to wipe away blood. Although the lead measurements were unchanged after the damage, the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is unable to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.